Event description:
During a cardioversion procedure physicians attempted to deliver a shock to a pt diagnosed in atrial fibrillation using the hard paddles. The first cardioversion went well. During the second cardioversion attempt, the metal paddle plates detached from plastic paddle adapter and fell away. The physicians subsequently attached a quick-combo therapy cable and used disposable defibrillation electrodes to continue treatment of the pt. The cardioversion was successful. There were no adverse affects to the pt associated with device use.

Manufacturer narrative:
The standard paddles from the device are being returned to physio-control for eval. Physio-control will submit a supplemental report on this event to the FDA.